Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The caller mentioned that the patient has not used the therapy in about 5 years because the implant stopped charging and the patient did not have health insurance during that time. Caller stated that they are working to get back insurance and patient just saw a new pain doctor about a month and a half ago. Caller said the doctor asked about the stimulator. Caller said they spoke with a rep today and after getting the replacement antenna (see related case), caller would try charging, otherwise the rep was going to meet them at patient's next appointment on september 10th for assistance. Agent reviewed possible overdischarge information with caller. The patient was redirected to their healthcare provider to further address the issue.